Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, the distal cover came off the endoscope inside the patient during withdrawal of the endoscope. The surgeon re-inserted an endoscope and was able to retrieve the distal cover with a forceps. The cap was split on the backside at the bottom. The customer was unable to confirm if the distal cover was attached correctly. In addition, the nurses noted the duodenum was tighter than normal and this also contributed to the case being difficult. There was no patient harm. This event includes 2 reports: (B)(6): maj, h2016. (B)(6): tjf-q190v, unk. This report 1 of 1 is for (B)(6): maj, h2016.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and h6. H6: correction to medical device problem code. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. As part of the formal investigation, the possible causes for the drop off of maj-2315 are likely to be the following: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the old design of the distal cover (maj-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: ¿ the facility reconfirmed the correct operation method by contacting olympus or another expert within your facility. ¿ the facility educated or continuously educated its personnel about handling methods. ¿ the facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) ¿ the facility used care when attaching the distal cover, so that it does not crack. Although the above was confirmed, it is unknown if the facility carefully reviews and follows the instructions for use (IFU). (Olympus instructed the personnel to read the instruction manual.) It was noted that several in-service training sessions were conducted before and after use of the device (endoscope - tjf-q190). The facility reported that it is unknown what specific chemicals were used when the distal cover detached. Although it was confirmed that no chemicals were applied to the distal end of the endoscope, unspecified chemicals were administered through the cannula during insertion of the device. The following additional information regarding chemical use was reported as unknown by the facility: ¿ chemicals administered directly into the body through forceps channel during endoscope insertion, chemicals sent to forceps channel to lubricate forceps (e.g., defoamers, physiological saline, etc.) ¿ chemicals administered orally to a patient before the inspection (e.g., defoamers, anesthetic sprays, etc.) ¿ chemicals used during endoscope preparation and pre-use inspection (e.g., chemicals mixed into water in water container, chemicals mixed into water for water supply check, etc.) ¿ use of chemicals other than what is listed above. It was confirmed that a crack was not observed on the distal cover before attaching it to the endoscope. According to the facility, the proximal crack was observed during removal of the distal cover after the procedure. Furthermore, it was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are not stored in a product carton but stored in a drawer in the procedure rooms. However, the overflow of distal covers is stored in unit storage room.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer¿s investigation. New information added to the following fields: b5, h6, h10. According to the information provided, the lot was h2016. However this is not a valid lot number for the subject device. Therefore the device history records can not be reviewed due to unknown lot, but no manufacturing problems have been reported so far. Olympus tried to replicate the reported failure using a retained distal cover (lot. H1412), and confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following: the back side at the bottom of the recovered cover was damaged. It is unknown whether anti-fogging agent is used. Lubricant is applied after attaching the distal cover to the scope. It is unknown whether the cover was confirmed to have no cracks or other abnormalities immediately after it was attached to the scope. The reasons for the falling off of the tip cover are as follows: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The reported event is preventable as described in the instructions for use "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.

Event description:
Additional information received from the customer: the procedure was a therapeutic ercp. The distal cover fell off of the endoscope into the esophagus at the end of the procedure upon withdrawal. The intended procedure was successfully completed with the same subject device. There was a 5-10 minute delay to insert an egd scope into the patient to locate and remove the distal cover while the patient was under general anesthesia. Anti-fog agents are most likely not applied to the scope lens. However, lubricant was used after the distal cover had been attached. It's unknown if the distal cover was inspected for damages after being attached to the scope. It is unknown if the customer confirmed the distal cover was securely attached to the scope.